Manufacturer narrative:
Multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 with respiratory arrest. The patient was septic with positive blood cultures for gram positive bacilli which progressed to multi-system organ failure. Support was withdrawn on (B)(6) 2022. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not conclusively be established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27apr2018. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate ii left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this IFU lists infection (local, driveline or pump pocket infection), sepsis, multiple types of organ failures and dysfunctions (hepatic dysfunction, respiratory failure, renal failure, and right heart failure), and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in reference to preventing infection are outlined in various sections of this document, including the section entitled "patient care and management - controlling infection." The heartmate ii lvas patient handbook is also currently available. This handbook contains information on preventing infection. No further information was provided. The manufacturer is closing the file on this event.